Event description:
The customer reported via phone call that they had a bad battery alarm. Customer stated the alarm occurred after touching the insulin pump with moist hands. It was also found the insulin pump alarmed weak battery. The customer also reported a keypad anomaly. The customer stated none of the buttons were functional on the insulin pump. Customer's blood glucose was 94 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery alarm was noted. All operating currents were within specification. The pump passed the self test. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.